Event description:
It was reported that programmer displayed the replace generator soon message / eri (elective replacement indicator) message. It was noted that patient uses high energy and settings. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.